Event description:
It was reported to philips that geometry movements were partially available during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo pc and reloaded the software, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).